Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely elevated total bilirubin test result was obtained for a patient sample from a dimension vista 1500 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the analyzer. The cse replaced and aligned the s2 sample probe, resolving the issue. Siemens also evaluated instrument log file data and concluded a damaged sample probe or accumulation of gel on the sample probe from improper patient sample centrifugation results in a reagent carryover condition by the sample probe between calcium and total bilirubin. A falsely elevated total bilirubin result is observed when run in a panel when calcium is the immediately prior or second prior assay sampled by the sample probe on server 2. The customer has not reported any additional falsely elevated total bilirubin results since replacement of the s2 probe. The cause of the falsely elevated total bilirubin test result is a damaged s2 sample probe. The instrument is performing within specifications. No further evaluation of the instrument is needed.

Event description:
A discordant, falsely elevated total bilirubin test result was obtained for a patient sample from a dimension vista 1500 instrument. The sample was tested on three previous days on the same instrument and once on an alternate dimension vista 1500 instrument giving lower results that were closely matched. The customer reportedly stated that all the test results were considered correct and were reported to the physician(s). There are no reports of patient intervention, or adverse health consequences due to the discordant, falsely elevated total bilirubin test result.